Event description:
T was reported that getinge in-house loaner cardiosave intra-aortic balloon pump (iabp) monitor was damaged during shipping. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer reported monitor display sustained substantial damage to its case, requiring replacement of assy top level display, new coiled cord. Damaged hospital cart replaced. Reel, ac power cord, assy, top level display, replaced. Nvram ic replaced. Repair, complete pm, calibration, full functional tests and safety tests as per the service manual. Unit passed all tests. There are no records of safety disk being damaged. It was replaced as part of the regular pm.